Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, noise was observed on the right ventricular (rv) lead. The lead was replaced to resolve the event. During the replacement procedure, lead insulation damaged was observed at the proximal end of the rv lead. The patient was in stable condition following the procedure.